Event description:
It was reported that the implantable neurostimulator (ins) "had migrated a bit" so a revision to reposition the ins was being considered. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 377745 lot# v009143, implanted: 2007 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 377745, lot # v009838, implanted: 2007 (B)(6); product type lead. (B)(4).